Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to the improper iol power used. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed. The returned sample was inspected at (B)(4) microscope magnification which is our normal inspection magnification. Visual inspection revealed lens was received with surface residue adhered to the optic body compatible with handling the lens out of sterile environment. No other cosmetic defect was observed. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.